Event description:
It was reported that the right ventricular (rv) lead was observed with high and variable pacing impedance. A lead warning alerted for high threshold with possible loss of capture. The lead was reprogrammed to resolve the issue but to no avail. The lead is scheduled for a lead revision and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.